Event description:
The patient received two leads from the same lot number. It was reported the patient's stimulation had changed. Reprogramming attempted was unsuccessful in recapturing the stimulation in the lower back. The patient was reported to have unintended stimulation in her upper back and chest or legs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.